Event description:
It was reported that pump malfunction occurred after pump had been sitting outside in sun, and malfunction alert with code malf 12 appeared and recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.